Event description:
A customer reported to baxter (B)(4) of 1 unit of reconstitution device with blister pak in which when reconstituting medications, the needle becomes dislodged from the device and implants in the rubber hub of the IV bag during priming. There was no patient involvement or medical intervention necessary. The disconnection occured while disconnecting the blue reconstitutor. The needle stayed in the mini bag and did not stay attached to the blue device. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review cannot be performed since the lot number provided by the customer is not the proper lot number.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.